Event description:
Info received indicates the foot hi/low is drifting on this bed, he has changed the valve but the issue remains.

Manufacturer narrative:
The technician found the bed is leaking fluid from hi/low foot cylinder. Repairs have not been completed.